Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was could not verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen would intermittently time off too soon while customer was interacting with the touch screen. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer continued to use pump for insulin therapy.